Event description:
This event was reported as aortic stenosis due to 'bad' leaking valve. Pt does not have any medical condition that would predispose valve to stenose or leak early. No further info was provided.